Manufacturer narrative:
(B)(4). Patient information not provided. UDI, lot number not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the first firing with the handle and the cartridge was successful. After the second firing, the speed of the jaws opening and closing was slowed down but the firing was still successful. On the third firing, the handle indicator, the adapter indicator, and the cartridge indicator were illuminated green and the status indicator was flashing green. The surgeon pushed the green firing mode button, but could not fire the device. The surgeon then pushed the blue button and the silver button, but could not open the jaws at all. After a while, the surgeon was able to open the jaws and released the tissue from the cartridge. The product did not lock on tissue and was removed from the tissue without damaging it. The device was replaced with a new handle and the firing was completed. The staple line was complete. They had changed to a new device and stapled the original line.